Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the device had a broken lcd. There was no additional information provided.

Event description:
It was reported that the device had a broken lcd. Discovered during pm. No patient involved.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is user interface as it was determined it was caused by customer damage. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device., corrected data: discovered during pm. No pt involved.

Manufacturer narrative:
The following information is unknown: d4 UDI number, d5 operator of device, e4 initial reporter sent report to FDA.